Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the power management (pm) pcba began smoking when the unit was plugged in. There was no patient involvement.

Event description:
The customer reported that the power management (pm) pcba began smoking when the unit was plugged in. There was no patient involvement.

Manufacturer narrative:
This event was resolved in-house by the customer. There was no on-site evaluation. The customer stated that this issue was resolved by the replacement of the motor controller printed circuit board assembly. All checks were reported to have passed, and the device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.